Event description:
The account stated that the architect c8000 analyzer generated an elevated magnesium result of >3.9meq/l. The sample was repeated on a second c8000 analyzer with a result of 0.65 meq/l. The sample was then repeated on the initial analyzer with a lower result matching the second analyzer. The elevated results were not reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). A field service representative (fsr) was dispatched to the account. The fsr found that mixer 1 was damaged. The fsr replaced the damaged mixer and also optimized the cuvette washer, checked and aligned the mixers and wash cups, and verified the system's performance. Testing performed using the returned suspect mixer 1 did not verify the mixer to be the cause of discrepant high magnesium (mg) results experienced by the customer. The customer's complaint history did not find a recurrence of discrepant mg results. A review of complaint and trending data did not identify an adverse trend or known issue for the architect c8000 analyzer related to the issue in this complaint. Labeling in the architect operations manual is sufficient with regard to the customer's issue. Based on the available information, a specific cause for the discrepant high mg results could not be determined. The returned mixer 1 does not appear to be the cause based on the in-house testing. Therefore, a sample integrity issue and/or a system issue may have contributed to the issue, and one or more of the additional troubleshooting steps performed by the fsr resolved the issue. Probable causes include sample integrity issues, overdue maintenance, a cuvette washer issue, and/or probe and mixer alignment issues. Troubleshooting performed by the fsr to resolve the issue was consistent with information provided in the operations manual. No deficiency was identified. This is the final report.